Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal part of an apollo catheter ruptured during onyx injection. It was reported that the doctor inserted an apollo catheter with a preloaded syncro10 (stryker) wire into a benchmark 71 (penumbra) guide catheter and navigated to the target vessel in the cerebral vasculature that the intended to occlude with onyx 18 (vessel size ~1.5mm). The doctor magnified their view to see the tip of the apollo catheter and the target vessel and injected contrast through the benchmark 71. The wire was removed, and the apollo catheter was flushed with saline. The catheter was primed with .23ml of dmso as per instructions for use (IFU). They started to push onyx 18 into the target vessel at a very slow rate of .1ml per minute. After.7ml of onyx 18 being dispersed they asked for a new syringe of the onyx 18 and noticed that as they started injecting the new syringe there was little to no onyx dispersing from the tip of the catheter. It was found that there was onyx 18 dispersed in the external artery distal to the tip of the benchmark 71. There was also a large portion of the distal end of benchmark that was filled with onyx. The apollo catheter was removed from the benchmark 71. Aspiration was hooked up to the benchmark in order to control and loose onyx still inside the benchmark. The doctor examined the apollo catheter on the scrub table and saw that there was a pin hole perf oration in the distal end about 10cm proximal from the tip. The catheter had been dispersing onyx 18 out of this hole into the benchmark. The catheter was not flushed as indicated in the IFU. The catheter was flushed with a 10cc syringe. There was no friction/difficulty during delivery, and aside from the rupture, no other damage to the catheter was noted. The injection rate was 1 ml per minute as per the IFU. The patient was undergoing treatment for embolization of arterial venous malfunction. The patient¿s vessel tortuosity was minimal. The access vessel was the external carotid artery and was 6 mm in diameter. Ancillary devices include a benchmark 071 guide catheter, synchro10 200cm guidewire, and terumo 7f 10cm pinnacle sheath.

Event description:
Additional information received reported that there was no resistance upon injecting the liquid embolic agent into the catheter, and the physician had paused during the injections. The liquid embolic was embedded in an unintended location at the proximal external artery and superficial temporal artery. The physician was able to navigate back through the eca with another synchro 10 wire and a new apollo catheter, and was successfully able to navigate to another target vessel and inject onyx. As of (B)(6) 2020, the patient had not experienced any adverse event/injury or known neurological damage, and no medical intervention was required. The patient was discharged and returned home. The device was prepped with a 10cc syringe and was never removed from the housing case during the flush.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis findings: the apollo total length was measured to be ~169.0cm, the usable length was measured to be ~163.0cm which is within specification (specification per dwgs105-5096-000 rev. Y: 165.0cm ± 2.5cm), and the distal floppy segment was measured to be ~24.0cm which is within specification (25.0cm +2cm -1cm). Onyx residue was found within the apollo hub. No issues were found with the apollo hub. The 3.0cm detachable tip was found to be detached and missing from the apollo micro catheter. The detached tip will not be returned and the reason for not returning was not provided. The ldpe coupling tube overlap length was measured to be ~1.7mm which is within specification (1.0mm - 2.5mm). The apollo lumen was found to be occluded with solidified onyx residue. The catheter body appeared to be kinked at 18.5cm from the distal end. The entire surface of the apollo catheter body was examined under magnification. The apollo catheter body was found to be ruptured at ~19.2cm from the distal tip. The apollo micro catheter was pressurized with water and found non-patent as it was found to be occluded with the onyx. The remaining onyx will not be returned as it was consumed in the event. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿catheter rupture with onyx¿ was confirmed as the returned apollo micro catheter was found ruptured. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance or pauses longer than two minutes. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. The results of the catheter burst testing was reviewed for any anomalies; the data was within the expected and established specifications. In addition, the distal detachable tip was found to be detached and missing from the catheter. However, the root cause could not be determined. Tip premature detachment can be caused by detach joint ldpe overlap length too short. However, the detach joint ldpe overlap length was measured to be within specifications. In addition, per the DHR review, the tip detachment tensile value was found to be within control limits of historical spc data and specifications. Since the detachable tip was not returned; any contribution of the detachable tip to the tip detachment could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.